Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported three patients with absence of a total or partial posterior capsule during laser assisted cataract procedures. Capsulorhexis, incisions and core fragmentation were all done with the laser. Once lensectomy was completed by phacoemulsification, absence of a total or partial posterior capsule was observed. The hyaloid was intact. The vitreous was not present in the anterior chamber. Sulcus lens was implanted for safety. The visual and functional recovery of the patient are reported to be normal and satisfactory.

Manufacturer narrative:
The conditions that increase the risk of posterior capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).